Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection of the device revealed a brown particulate matter on the cacl2 vial approximately 2.5 mm and an orange/brown particulate matter on the exterior surface of the rubber stopper on a vial of thrombin. Fourier transform infrared spectroscopy identified the particle on the cacl2 vial to be poly(methyl acrylate). The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign substance was found on floseal's inner vial wall. The product was not used. There was no patient involvement. No additional information is available.